Manufacturer narrative:
Device evaluation: fifteen devices were received and evaluated for the device fell off event complaint. All device functions were inspected. Due to the condition of the foam pad, the original adhesion properties could not be verified. The complaint for these devices could not be confirmed.

Event description:
The patient reported that over the last year, they experienced multiple v-go devices falling off. The patient reported that this occurred with v-go from three different boxes. The specific number of occurrences and event dates were not reported. It was reported that devices are available for return to the manufacturer for evaluation.